Event description:
"S/p b subgl infra surgitek gels (? Size - no records) for augmentation. Pt states fell approx 6 mos ago, hitting r breast and since then c/o increased pain and firmness. B were burning for a while, but that has settled down. C/o progressive systemic probs including minor arthralgias, chronic fatigue, swollen glands, low grade intermittent fevers, night sweats, visual disturb, memory loss, dry mucus membranes, cold extremities, sens drugs/chem, sob, wgt gain, easy bruising and gu disturb. Otherwise healthy."